Manufacturer narrative:
The company service representative the system, replicated, and confirmed the reported event. The power supply and the power distribution printed circuit board (pcb) were replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The power supply and the power distribution printed circuit board (pcb) were received and a visual assessment of the returned samples found no visual nonconformities. The power distribution pcb was installed into a calibrated vision system and it booted up with no problem. The system stayed on for 2 hours without shutting down. The sample power distribution pcb was then removed from the system, replaced with the hotbed power distribution pcb, and the sample power supply was installed into the system. The system was unable to boot up, confirming issues related to system power. The root cause of the reported event can be attributed to the nonconforming power supply. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Sample returned the manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the system shut down twice during priming. The system was exchanged to initiate and complete the surgical procedure. There was no patient involvement.